Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported has a failed stanmore mets prox femur implant insitu. The patient aa had sarcoma in 2011 and this was successfully treated with cone hemi pelvis(cemented constrained) and proximal femoral replacement (originally competitor). Unfortunately aa developed an infection and had a two stage revision in 2016. A home-made spacer was fashioned from a gamma nail and left in place for several months to clear infection with antibiotics, before a stanmore mets proximal femur with agluna and ha collar was implanted. The 2016 surgery went well but perhaps due to his history of infection it appears the distal bone did not grow onto the ha collar. Over time the stem appears to have become loose and behaved in a ¿pistoning¿ manner resulting in the breach of the lateral cortex of the femur that can be seen in the most recent xray image. There are no markers of infection currently present in his blood or aspirate. The surgeon plans to leave the pelvic reconstruction alone and ideally not dislocate the hip joint or take the proximal femoral component out, but rather disengage it at the proximal body to principal shaft interface. He will resect the bone at the level indicated in one of the images, which we measured as around 10cm from the medial femoral condyle.

Event description:
Stryker rep reported has a failed stanmore mets prox femur implant insitu. The patient aa had sarcoma in 2011 and this was successfully treated with cone hemi pelvis(cemented constrained) and proximal femoral replacement (originally competitor). Unfortunately aa developed an infection and had a two stage revision in 2016. A home-made spacer was fashioned from a gamma nail and left in place for several months to clear infection with antibiotics, before a stanmore mets proximal femur with agluna and ha collar was implanted. The 2016 surgery went well but perhaps due to his history of infection it appears the distal bone did not grow onto the ha collar. Over time the stem appears to have become loose and behaved in a ¿pistoning¿ manner resulting in the breach of the lateral cortex of the femur that can be seen in the most recent xray image. There are no markers of infection currently present in his blood or aspirate. The surgeon plans to leave the pelvic reconstruction alone and ideally not dislocate the hip joint or take the proximal femoral component out, but rather disengage it at the proximal body to principal shaft interface. He will resect the bone at the level indicated in one of the images, which we measured as around 10cm from the medial femoral condyle.

Manufacturer narrative:
Upon further investigation the event of the patient¿s mets proximal femoral replacement loosening has previously been reported under MFR report # 3004105610-2019-00018. The patient decided to postpone revision surgery in 2019 so the mets proximal femoral replacement was never revised. The investigation for MFR report # 3004105610-2019-00018 will be reopened and updated with the new information. Since the same failure for the same device has been reported twice MFR report # 3004105610-2021-00157 will be cancelled as a duplicate.